Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer was able to clear the alarm but the act and esc buttons are only responsive after pressing them 8 to 9 times. Customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.